Event description:
It was reported that during an angioplasty procedure, a blade detachment occurred. The lesion was located in the renal artery. Following removal of the peripheral cutting balloon from an 8f sheath, it was noted that one of the blades had detached from the cutting balloon. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "fine". Additional information regarding this event has been requested, but not received to date.